Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b2, b5 and b7. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Note: per the cer, the device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, there was no allegation or indication a product deficiency and/or malfunction contributed to this adverse event. The cause of the malposition and subsequent pvl regurgitation is unknown, however may be due to patient factors (mac) and/or procedural related factors (device manipulation). The cause of the pea is also unknown but may be related to patient comorbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification that during a valve in native mitral (mac) via the transseptal approach, the 29mm edwards transcatheter valve landed too atrial causing severe paravalvular mitral regurgitation. A second 29mm valve and delivery system were used. The second valve was positioned better leaving a good result. There was not mention in the op note of any procedure complications or any edwards device malfunctions. On pod #1, acls was initiated due to the patient being found unresponsive, hypotensive, and hypoxic. The patient had a pea arrest (pulseless electrical activity) with vfib arrest and no improvement despite ¿all efforts performed including chemical therapy and defibrillation.¿ the patient expired on pod #1 due to pea. The cause of the pea is unknown.

Manufacturer narrative:
(B)(4). The investigation is pending.

Event description:
Edwards received notification that during a valve in native mitral procedure (mac), the 29mm sapient 3 valve landed too atrial causing severe paravalvular mitral regurgitation. A second 29mm sapient 3 valve and delivery system were used. The second valve was positioned better leaving a good result. The patient expired on pod #1 due to pea arrest. The cause of the pea arrest is currently unknown.